Event description:
When end user attempts to get out of chair by pushing up on the arms she hits the joystick and the chair takes off. Her left foot has been run over as a result. No medical intervention sought relating to this event.